Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving placement of a stent in a patient with arteriosclerosis obliterans, a micropuncture transitionless stiffened cannula access set¿s outer sheath/catheter separated. The device package was not damaged. Access was obtained in the femoral artery to target a lesion in the superficial femoral artery. The sheath was not advanced or removed through a non-absorbable nitinol vascular closure device, as another manufacturer's hemostatic plug/device used during the procedure was made of polyglycolic acid. After placing the device, the user attempted to remove the sheath; however, the outer sheath separated and remained in the patient. Per the physician, the sheath separated due to user technique, as there was ¿an angle during the puncture¿ and the user twisted the sheath during attempted removal. Another manufacturer¿s stent was placed parallel to the separated sheath fragment, to secure the fragment to the vessel wall and prevent migration within the vessel. There are no plans to retrieve the sheath fragment. Per the reporter, the user planned to complete the procedure with two "6-150" stents; however, a different stent was inserted as a "bailout". The patient did not experience any adverse effects due to this event. Investigation evaluation: a review of quality control procedures was conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. Per the physician, the sheath separated due to user technique, as there was ¿an angle during the puncture¿ and the user twisted the sheath during attempted removal. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving placement of a stent in a patient with arteriosclerosis obliterans, a micropuncture transitionless stiffened cannula access set¿s outer sheath/catheter separated. The device package was not damaged. Access was obtained in the femoral artery to target a lesion in the superficial femoral artery. The sheath was not advanced or removed through a non-absorbable nitinol vascular closure device, as another manufacturer's hemostatic plug/device used during the procedure was made of polyglycolic acid. After placing the device, the user attempted to remove the sheath; however, the outer sheath separated and remained in the patient. Per the physician, the sheath separated due to user technique, as there was "an angle during the puncture" and the user twisted the sheath during attempted removal. Another manufacturer¿s stent was placed parallel to the separated sheath fragment, to secure the fragment to the vessel wall and prevent migration within the vessel. There are no plans to retrieve the sheath fragment. Per the reporter, the user planned to complete the procedure with two "6-150" stents; however, a different stent was inserted as a "bailout". The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.